Event description:
When staff entered the room, they noticed that the pulse ox display was off. However, there were blinking lights on the pulse ox. It was unknow as to why the display was off. Manufacturer response for oximeter, radical-7® (per site reporter). They replaced the device and after further investigation they believe the root cause of this is possibly due to a faulty speaker circuit.